Event description:
The MFR received info alleging a ventilator would not charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation. The device's internal battery was replaced to address this issue.